Event description:
The customer alleged that the ventilator stopped cycling. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. Tried to contact customer multiple times in regards to patient involvement. Customer did not return phone calls. The unit passed extended self testing.